Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the v40 head trial (32mm/ -4mm) was loose fitted to the v40 mono rasp (0579-3-371). Therefore, the kirschner wire was fixed to the head trial and extracted, because the trial head was not dislocated after the trial reduction. After that, the other trial was tried to fit to the rasp, but the other head trials were loose fitted.